Manufacturer narrative:
No products will be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this dual chamber pacemaker system presented to the clinic with a pocket erosion. An immediate revision was performed and the pacemaker, right atrial (ra), and right ventricular (rv) leads were explanted. Antibiotic treatment was administered to the patient due to the risk of infection and the hospital kept the explanted system for internal infection evaluation. The patient will be scheduled for a new pacemaker implant on the right side. No additional adverse patient effects were reported.